Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. N/a was selected for as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The previous corrosion was observed due to an excessive flux overflow from the soldering of the battery legs. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a healthcare professional. There was no report of death or permanent injury associated with this event.